Event description:
The company representative saw the customer, who reported that the insulin pump would reset the time every time the battery was changed. There were 6 occurrences of this in the history. The company representative was advised to have customer call in for troubleshooting, and she stated she would have him call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.